Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected battery longevity. It was noted the patient did not have a left ventricular (lv) lead and the physician indicated the battery depletion was earlier than expected for the programmed parameters. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.